Event description:
The pump went into failure code 810:11 during clinical use while attempting to load the tubing into channel b. Review of the event history revealed the on/off key was pressed following this failure code, shutting down the pump. The pt expired a short while later as a new pump was being obtained.